Event description:
It was reported that thrombosis and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon deployment, a thrombus formed on the face of the closure device. The thrombus was aspirated out of the patient, and a new was and wds were used to complete the procedure once the activated clotting time moved to an appropriate procedural level. During the procedure, a pericardial effusion was also noted. The pericardial effusion did not change in size after 30-60 minutes, thus the pericardial effusion resolved on its own. No further patient complications were reported.

Manufacturer narrative:
B5- describe event or problem: updated with new information. H6- patient codes: removed pericardial effusion codes based on new event.

Event description:
It was reported that thrombosis and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon deployment, a thrombus formed on the face of the closure device. The thrombus was aspirated out of the patient, and a new was and wds were used to complete the procedure once the activated clotting time moved to an appropriate procedural level. During the procedure, a pericardial effusion was also noted. The pericardial effusion did not change in size after 30-60 minutes, thus the pericardial effusion resolved on its own. No further patient complications were reported. It was further reported that the pericardial effusion reported was not due to the procedure, but was an unmeasured and undocumented pericardial effusion from the baseline measurements. The pericardial effusion was noted around the right atrium of the heart.